Manufacturer narrative:
Consumer discarded the product.

Event description:
Consumer alleges her humidifier caught on fire. There was not a report of personal injury or property damage with this incident.